Event description:
It was reported that this non-boston scientific implantable device exhibited high out-of-range shock impedance measurements on the right ventricular (rv) lead. Troubleshooting options were discussed. At this time, the product remains in service and no adverse patient effects were reported.